Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a promus element mr ous 3.50 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the stent revealed damage to the centre of the stent. Strut segment 6-9 from the distal end of the stent were damaged and deformed. The undamaged crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The target lesion was located in the tight calcified left anterior descending artery. Following pre-dilation, a 3.50x16mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis reveals stent damage.